Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Actual longevity is < 80% of 99.9% longevity limit. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of eri in save to disk on (B)(4) 2011, device rrt<=2.61 volt. Weekly battery voltage log data shows min bat=2.64 to 2.61 volts minimum between (B)(4) 2011 and (B)(4) 2011. One - patient alert for low battery voltage on (B)(4) 2011 02:15:04.

Event description:
It was reported that there was a question as to why the device so quickly reached elective replacement indicator (eri.) It was also reported that the patient sent a monitor transmission and the battery voltage (bv) was 3.02. It was further reported that the patient presented due to alert tones and the device bv was at 2.61. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of eri in save to disk on (B)(6) 2011, device rrt<=2.61 volt. Weekly battery voltage log data shows min bat=2.64 to 2.61 volts minimum (B)(6) 2011. Patient alert for low battery voltage on (B)(6) 2011 02:15:04.